Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had no power. A field service engineer identified a power issue affecting the module and drawer controller for main drawer 3. Fse replaced the drawer controllers in 3.1 and 3.2, as well as the drawer 3 pyxis module controller board. The faulty drawer controller in 3.2 had also caused the solenoid to seize and the solenoid was replaced. Additionally, the red manual release for main drawer 5 was found broken. Fse replaced the latch, restoring full functionality. Drawer was tested in the med app and proactive inspection was performed on the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no power to device and remote smart service was offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.